Event description:
It was reported that pump experienced malfunction while customer carried pump in pocket in very hot weather. There was no adverse impact to the customer¿s blood glucose level. Customer could reset malfunction code, but did not have ability to charge pump. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.